Event description:
It was reported that the customer experienced a high blood glucose level of 585 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. To address this high level, the customer administered a correction bolus via the pump. Customer updated their pump settings to address the event.